Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving high readings. Customer tested and got a reading of 528, he felt that reading was wrong as he felt just fine. He took another test and got a reading of 132, which he felt was more appropriate. After second test (B)(6) continued his day as normal. He is using proper testing technique. He stores product in kitchen away from appliances. He did not have any control solution to test meter. Sending a bottle of control along with new meter and strips.